Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. There was one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance =760 to 4047 ohms peak between (B)(6) 2013. There were nine ventricular nst<(><<)>=215 ms between (B)(6) 2013. Ventricular short interval count (v-sic)=1953 counts, in 107.43 days, between (B)(6) 2013. Concomitant products: d384vrg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pacing impedance, oversensing,and a high number of short interval counts (sic). The lead was replaced. No patient complications have been reported as a result of this event.